Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient received inappropriate shocks due to noise/oversensing and a decrease in amplitudes. A request for data review was needed. In addition the field representative believed that the electrode had migrated due to the patients twiddler's syndrome or there was an insulation issue with the electrode. An x-ray will be performed to evaluate the system position and the electrode. The values for the impedance measurements were not out of range. A review of the device data by technical services (ts) confirmed the reported observations, and ts discussed troubleshooting options. The field representative noted that during a follow up noise was not reproduced and the device was reprogrammed and more data as well as x-ray images will sent for evaluation. The system was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received inappropriate shocks due to noise/oversensing and a decrease in amplitudes. A request for data review was needed. In addition the field representative believed that the electrode had migrated due to the patients twiddler's syndrome or there was an insulation issue with the electrode. An x-ray will be performed to evaluate the system position and the electrode. The values for the impedance measurements were not out of range. A review of the device data by technical services (ts) confirmed the reported observations, and ts discussed troubleshooting options. The field representative noted that during a follow up noise was not reproduced and the device was reprogrammed and more data as well as x-ray images will sent for evaluation. The system was subsequently explanted and the electrode was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. In addition no product issues were noted that indicated the lead had dislodged/migrated but that those issues are a known inherent risk of this product as documented in the instruction for use (IFU) manual.